Event description:
It was that the right atrial (ra) lead exhibited loss of capture and had a sensing issue. Additionally, the right ventricular (rv) lead had high thresholds and was found to be dislodged. Subsequently, both leads were explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was that the right atrial (ra) lead exhibited loss of capture and had a sensing issue. Additionally, the right ventricular (rv) lead had high thresholds and was found to be dislodged. Subsequently, both leads were explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Testing was completed to assess lead electrical performance and inner integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.